Event description:
Pt had dental implantation performed at unk dental office 3-4 months ago. The pt was seen by ent post-procedure; CT scan revealed the dental implant had migrated high into the maxillary sinus close to the orbital floor; pt was advised to have implant removed. The pt was seen by ent again (B)(6) 2011 for complaints of right facial pain and pressure with foul smell; repeat CT scan revealed right maxillary-ethmoid opacification with foreign body at base of right maxillary sinus. The pt was started on antibiotic and steroid therapy with plan to remove foreign body in 3-4 weeks. He was taken to the operating room at this hospital (B)(6) 2011 for right endoscopic maxillary antrostomy, right endoscopic anterior ethmoidectomy, and right caldwell-luc procedure; ent surgeon documented removal of foreign body dental implant screw. The pt tolerated the procedure will and was discharged later the same day.